Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass procedure, at the moment of the second firing, the device got stuck at 1/3 of the firing. The technician that was on the surgery, told him what to do so that the device got unblocked, but they didn´t succeed. The technician gave another device to continue the procedure. Required intervention to prevent permanent impairment or damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # n55l56. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.